Event description:
Patient developed vessicle/burn at posterior cervical injection site next day post cervical radiofrequency ablation. Treated for burn at wound clinic. Dates of use: #1: 5 months, #2: 2 years. Diagnosis or reason for use: radiofrequency ablation. Rfa machine ref number pmg-115-td. Sn (B)(4). Probes are assorted lot numbers.